Event description:
It was reported an overdose occurred and the patient was sent to the hospital in (B)(6) of 2013. The patient believed there was an error that caused the overdose when she got her pump refilled. The patient¿s pump was filled and a few days after the refill, the patient¿s daughter found the patient in bed and the patient was not making sense. An ambulance was called because the patient was overdosed. It was noted the patient had not taken her oral medication for her rare lung condition, because she didn¿t take it fluid built up around her lungs and the patient was told she was in pulmonary failure. The hcp met the patient at the hospital and the pump dose was lowered. The dosage was unknown to the reporter. It was noted the patient had been told it would take 24 hours for the pump dose to decrease completely; however, it took a little longer than 24 hours. It was noted the overdose was horrible and that the patient had never been so sick in her life. The emergency room hcp told the patient she was lucky her kids called the ambulance because she may have not made it another day. Since the overdose, the patient had been told she wasn¿t making sense, was forgetting her words and was not able to talk at times. Ever since the overdose the patient could not remember things well. The patient was having problems with memory loss. The patient did not remember even being at the hospital. The patient was noted to have a rare lung disease that caused osteoporosis. The disorder caused compression fractures that couldn¿t be operated on, hence the reason for the pump. It was reported the patient was to have a brain scan, MRI. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8591-60, lot # d12964, implanted: (B)(6) 2012, product type accessory; product ID 8590-1, lot # n316584, implanted: (B)(6) 2012, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient could not remember when her pump was supposed to be filled. It was later reported that the patient was scheduled to be seen on (B)(6) 2013 for her refill but never came to the appointment. The patient called the clinic on (B)(6) 2013 when the critical alarm was heard. They saw her that same day and found that the pump had gone dry. They thought that the pump had been dry for about 8 days. Patient had been getting morphine 10mg/ml at 2.4mg/day since the (B)(6) 2013 refill. This was the same dose they started her on (B)(6) 2013. On (B)(6) 2013 the physician was notified that the pump needed to be decreased so it was turned down to 1.201mg/day and that was where it had remained. No troubleshooting had been done on the pump because no issue was suspected by the physician. They felt that the overdose was from the patient not having medications for 8 days and then being started back up at the same dose. They had not heard from the patient since (B)(6) 2013. They clinic was unaware of her memory issues and they had not ordered the MRI. It was noted that the patient had a very complex medical history that was unrelated to the device therapy. They felt that the memory issues were most likely related to the other medical issues.